Manufacturer narrative:
Concomitant medical devices: 5568-53, lead, implanted: (B)(6) 2014, 6935m55, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was noted for low impedance on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.